Event description:
Same case as MDR ID 2134265-2012-02333. It was reported that during the preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. Before inserting into the unspecified catheter, the burr was assembled with the guide wire to be tested. During the test, the burr broke the guide wire between the hemostatic valve and the burr. The burr was turning at 180 000 rpms. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID 2134265-2012-02333. It was reported that during the preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. Before inserting into the unspecified catheter, the burr was assembled with the guide wire to be tested. During the test, the burr broke the guide wire between the hemostatic valve and the burr. The burr was turning at 180 000 rpms. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The burr annulus was found to be damaged, consistent with the device coming into contact with the rotating wire during preparation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).